Event description:
This is filed to report the clip interaction (10616r232) with the first implanted clip. It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4, with a large leaflet prolapse. The first mitraclip (10616r234) was successfully implanted. Following, another mitraclip (10616r232) clip delivery system (cds) was advanced. While positioning, the cds had become stuck in the chordae and during removal attempts, the cds interacted with the first mitraclip implanted (10616r234). Due to this interaction, the first implanted mitraclip detached from the anterior leaflet, while remaining attached to the posterior leaflet, a single leaflet device attachment (slda). Using standard troubleshooting, the second cds was removed from the chordae without any further issues or tissue damage noted. The second mitraclip was implanted as planned, reducing mr to grade 2. There was no treatment for the slda. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported device caused damaged appears to be related to procedural circumstances. A cause for the reported difficult to remove from anatomy could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The mitraclip delivery system is filed under a separate medwatch report number.